Manufacturer narrative:
(B)(4). Batch # t93g1r. Investigation summary: the analysis results found that the mcm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received: how much bleeding is meant by "slight bleeding" (how many cc's)? Unknown. To clarify, was only a bandage needed to control the slight bleeding that occurred? Unknown. Was there any other change to the post-op patient care for this patient? No change to the post-op patient care.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "slight bleeding at the redon orifice" post-op? How much bleeding is meant by "slight bleeding" (how many cc's)? To clarify, was only a bandage needed to control the slight bleeding that occurred? Was there any other change to the post-op patient care for this patient?

Event description:
It was reported that during a node excision (curettage of a left cervical node), during the use of the device the surgeon noticed that the clips did not keep properly on the vessels. Bleeding of the patient. Use of another clip to complete the procedure. In post-op, slight bleeding at the redon orifice. Consolidation with a bandage to remedy it. No significant bleeding apart. The patient did not receive any blood products. There were no patient consequences.